Event description:
It was reported that t:slim x2 pump experienced power source alert and battery would not charge, even though pump had not shown low power alerts or shutdown alarms. There was no reported impact to the customer¿s blood glucose level. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.